Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had a return of symptoms. After the return of symptoms they were in a motor vehicle accident. They were on p2 at 3.6v and increased to 8.5v on p1, p2, p3, p4, p5, p6, and p7, and felt nothing on any of the programs. The caller was redirected to their hcp to have the system checked. No further device issue alleged / identified. No further patient symptoms or complications were reported.